Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. It was reported that the active insulin was not displayed at some point after the patient entered the insulin bolus information in the blood glucose monitor. The bolus advisor recommended to enter more insulin than it was needed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.